Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump lost power. She stated that she was able to get power by replacing the battery every 30 minutes, but at the time of the call to animas (B)(4) the pump would not power on at all. She stated that the screen was blank and the pump was not beeping. The patient confirmed that there was no structural damage to the battery compartment and cap, and there was no corrosion in the battery compartment. The patient could not say when the battery cap was last changed. The user guide recommends that the battery cap be changed every six months. The issue remained unresolved with a new battery.